Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels. The customer stated that eh blood glucose reading had been 300 mg/dl, which he treated with breakfast and a banana. He reported that an hour and a half later, he checked again, and the blood glucose reading was 424 mg/dl. He noted that he had just inserted a new infusion set the day prior. The call was dropped prior to troubleshooting, and the customer could not be reached. He had mentioned that he was planning to correct his blood glucose, then take glucose tablets with him on his walk in case of low blood glucose. Nothing further reported.